Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was not able to get their magnetic resonance imaging (MRI), as this ICD system exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) recommended programming options. At this time, no adverse patient effects were reported, and this ICD remains in service.